Manufacturer narrative:
It was reported that during a breast mastectomy procedure, a fiber came off of the lap sponge and was retrieved from the surgical site by the surgeon through an unknown method. There was no serious injury or follow-up care reported related to the event. There was no reported impact to the patient, the procedure, or a staff member. General anesthesia was used; however, there was no report of any adverse patient consequence and no effect on the patient's stability as a result of the incident. The sample is not available to be returned for evaluation however pictures of the incident were provided. The customer reported issue was confirmed. A root cause has not been determined. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. No additional information was provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fiber came off of a lap sponge.